Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty getting the cartridge to load onto the pump. Reportedly, the cartridge would slide onto the pump, but would not be attached. Tandem's technical support guided the customer to line up the guide rails and the customer was able to load the cartridge successfully. There was no impact to the customer's blood glucose level.